Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that no air came through the line when air/fluid exchange started during surgery. The surgery was delayed 10 minutes without any abnormalities. The procedure was completed after replacement of new product. There was no patient harm.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The posterior pak was visually inspected. The position 3 identification (ID) tab was broken off on the pinch plate of the cassette that interfaces with the console. This observed damage will result in the customer's experience. Inspection of the pinch plate indicates slight material stressing indicating the tab likely broke off at some point during the molding process of the cassette. The investigation identified several potential factors that caused or contributed to this reported event. These include: procedural gaps regarding post-inspection instructions, physical impact during storage and material movement of the pinch plate and/or cassette, and stress points due to limited area on the identification(ID) tab. Action was taken to determine root cause and implement appropriate corrective action. To address root cause procedural enhancements were added to the visual inspection instructions for more control of non-conforming product and finite stress analysis will be performed that will aim on reducing the potential stress points on the ID tabs. The manufacturer internal reference number is: (B)(4).